Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the screw backed itself out and the foot plate was bent. Therefore, the reported condition was confirmed. It was determined that the screw backed itself out was due to wear from normal use and servicing over time. It was determined that the foot plate was bent was due to excessive force being placed on the device during use which was misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was observed that the craniotome device came apart and was missing a screw. It was not reported if there were any delays in the surgical procedure, or if an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.